Manufacturer narrative:
We received one 120803f catheter was returned without the packaging for examination. The reported event of catheter torn off at the tip was confirmed. Part of the balloon latex, spring tip and the distal balloon windings appear to have been pulled off the catheter tip and were not returned. The proximal windings were in good condition. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 0.7 lbs on an inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results.

Event description:
As reported, during an ECMO (extracorporeal membrane oxygenation) therapy there was an acute vessel occlusion in the femoral artery. The access was done with a direct arteriotomy through the left groin. During the first two attempts the thrombotic material could be removed successfully. However, during the third attempt, the catheter became torn at the tip (approximately 4-5mm), even though customer pulled back the catheter with the balloon inflated but with little traction. The catheter was removed from inside the patient, but not the tip of the catheter as the patient was under ECMO therapy and therefore with anticoagulation in ICU. Fortunately, the leg is well and there is no injury to the patient.